Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red itchy with small little red dots underneath the front and back therapy pads. The physician diagnosed the patient with a nickel allergy. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was issued new garments from support services and was prescribed sonderm lotion from his general physician and betagalen from the dermatologist. Follow up indicated the irritation improved. Supplemental report 9/13/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red itchy with small little red dots underneath the front and back therapy pads. The physician diagnosed the patient with a nickel allergy. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was issued new garments from support services and was prescribed sonderm lotion from his general physician and betagalen from the dermatologist. Follow up indicated the irritation improved.